Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was having pain at the pocket site. The physician believed that the pain was not device related. The patient will be seeing her physician about getting injections at the pocket site.

Manufacturer narrative:
Additional information was received that the patient had cancer on the spine that caused the pain to radiate out into the patient's pocket site. The patient's pain subsided with radiation and chemotherapy. No further course of action will be taken.

Event description:
A report was received that the patient was having pain at the pocket site. The physician believed that the pain was not device related. The patient will be seeing her physician about getting injections at the pocket site.